Manufacturer narrative:
The device was not returned for product analysis as the programmer remains in service at the healthcare facility. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during an implant procedure, this programmer exhibited noise while using the pacing system analyzer (psa). The cables were removed and placed into a different psa with no further noise observed. During a different procedure the following week it was noted that the programmer screen was frozen. For threshold testing the voltage was set to 5v, however an impedance measurement was unable to be obtained. The threshold was able to decrement however on the screen it still showed 5v although loss of capture was observed on a surface. A different model programmer and psa were used. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this programmer exhibited noise while using the pacing system analyzer (psa). The cables were removed and placed into a different psa with no further noise observed. During a different procedure the following week it was noted that the programmer screen was frozen. For threshold testing the voltage was set to 5v, however an impedance measurement was unable to be obtained. The threshold was able to decrement however on the screen it still showed 5v although loss of capture was observed on a surface. A different model programmer and psa were used. No adverse patient effects were reported.